Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip came off after 80 joules and 1:37 minutes of use. The tip was retrieved through the scope. The procedure was completed using another fiber. There were no patient complications.